Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the magnetic strip was removed from the drawer which prevented the drawer from sensing the closed position. A field service engineer removed all pockets from drawers 3.1 and 3.2, then removed the damaged drawer assembly. The engineer installed a new half-height cubie drawer, reinserted the cubie pockets, and configured the new drawer as drawer 3 in the system. The broken drawer assembly was boxed and returned to storage. Additionally, the engineer troubleshot drawers 4.1 and 4.2 on another station, confirmed proper configuration in the medication application, and ensured the new drawers were ready for loading. The customer inventoried main drawer 3.2 to confirm functionality. Fse performed preventative maintenance and tested all drawers in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had a strip come out from the main drawer 3.2 on the side, and someone removed the strip, causing all cubies in the drawer to not be detected. The customer stated that this malfunction occurred while dispensing medication to patients, resulting a delay. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section e initial reporter occupation, other occupation, section g report source a supplemental MDR was submitted to reflect the correct initial reporter occupation, other occupation & report source.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a strip come out from the main drawer 3.2 on the side, and someone removed the strip, causing all cubies in the drawer to not be detected. The customer stated that this malfunction occurred while dispensing medication to patients, resulting a delay. There were no adverse events or injuries reported based on this event.